Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had a big burning by the side of the battery and then it started moving up her spine. The patient stated she had tingling in her hands and arms on both sides. The patient thought the device broken off and was coming up the side of her spine, she could feel it when she laid down. The patient mentioned she had a fall in february. The patient was directed to contact a healthcare provider. The indications for use were spinal pain and lumbar radiculopathy.